Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm had mixed product issues. The following information was provided by the initial reporter : the consumer reported bd nano pro pen needles in box of bd nano ultra-fine pen needles. Date of event : unknown. Samples : available.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned (2) open 4mm, 32g pen needles without the tear drop label. Customer states that bd nano pro pen needles were in a box of bd nano ultra-fine pen needles. Both returned pen needles were examined and both sample were returned without the tear drop label or any other indicator of the lot number. It is difficult to determine what lot these samples are from. Because of this, it is difficult to determine if these samples are part of a product mix. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 1 bd pen ndl 32ga 4mm had mixed product issues. The following information was provided by the initial reporter :   the consumer reported bd nano pro pen needles in box of bd nano ultra-fine pen needles. Date of event : unknown, samples : available.